Manufacturer narrative:
Manufacturing review: DHR review is not available because the corporate lot number is unknown. Investigation summary: one tunneler with broken tunneler tip was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off. The fragment was received with the sample. A void was observed within the break surface on the proximal end of the tunneler. The break surface was observed to be smooth and uneven. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the during the dialysis catheter insertion procedure, the tunneler component allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported the during the dialysis catheter insertion procedure, the tunneler component allegedly broke. There was no reported patient injury.